Event description:
Multiple patient reactions noted during dialysis after recent conversion to fresenius dialyzers. Reactions noted as follows: shortness of breath/nausea/vomiting/low 02 stats/hypo and hypertension/shaking/chills/low grade fevers.